Manufacturer narrative:
(B)(4).  The third party service agent evaluated the customer's device but was unable to duplicate the reported issue.  The third party service agent then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The cause of the reported issue could not be determined. The device has not been returned to physio-control for evaluation.

Event description:
A third party service agent contacted physio-control to report that their customer's device would not detect a patient through paddles lead ECG. The customer was using a therapy cable and defibrillation electrodes (brand unknown). As a result, defibrillation therapy may not have been able to be delivered. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.